Event description:
It was reported that the physician suspected externalized conductors on the lead. Externalized conductors were seen on fluoroscopic imaging. Electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.